Event description:
It was reported that the patient had not been able to recharge her device since implant due to the placement of the device. The patient had a new lead implanted recently and was scheduled to have her staples removed and see her hcp on (B)(6) 2012. The patient was in a lot of pain and had bad headaches. Additional information received reported that the patient's battery did not appear to be overdischarged, but it was too depleted to be interrogated. Once the staples were removed a manufacturer representative was able to achieve full coupling, and the patient planned to charge the battery and contact the representative for programming. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-60 (B)(4) implanted: 2012-(B)(6) explanted: na, lead model 3778-60 (B)(4) implanted: 2011-(B)(6) explanted: na, programmer model 37743 (B)(4), recharger model 37752 (B)(4).